Event description:
Baxter mexico reported "the clamp (luer lock) detached from the white tubing" of the transfer set. There was leak of fluid. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator. The set was changed with no further incident.